Manufacturer narrative:
Batch review performed on 23-mar-2020: lot 156523: (B)(4) items manufactured and released on 23-nov-2015. Expiration date: 25.10.2020. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient had a primary knee surgery and was implanted with all competitors components. On (B)(6) 2017, the patient came in reporting pain and the surgeon revised all the competitor components (except the patella) implanting medacta components. Presently, on (B)(6) 2020 (3 years and 2 months after primary), the patient came in reporting instability. X-rays indicated that the prosthetic competitor patella implant dislocated from the natural patella bone. The surgeon revised the competitor patella with a medacta patella resurfacing s2 and revised the medacta insert semiconstrained 17mm s6 with a medacta insert semiconstrained 23mm s6. The surgery was completed successfully.